Event description:
It was reported that when using the bd pyxis¿ medbank tower, the validation code was not working when the customer attempted to issue oxycodone ir 5 mg tablets to the patient. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user attempting to issue the medication using an override with an incorrect code. The technical support specialist (tss) remoted into the system and observed the user's workflow, then advised the user to contact the pharmacy for the correct override code. After obtaining the correct code, the user successfully issued the medication. The system functioned as intended after the technical support specialist (tss) addressed the issue.